Event description:
Dr requested a breast implant sizer mentor memory gel resterilizable gel sizer ultra-high profile 375cc was chosen to be placed in right breast of patient. Ref# rsz-5375s, lot# 6725847. Once opened and handed off to sterile field, implant was inspected and checked for sterility. As surgeon was placing sizer into patient's right breast cavity it ruptured in his hands, at which time surgeon quickly removed it and it was taken off the field. All gloves were changed patient's right breast cavity was irrigated with betadine and inspected; procedure continued without incident. Manufacturer response for breast implant sizer, mentor memory gel resterilizable gel sizer ultra-high profile 375cc (per site reporter), clinical site notified the mfg directly.